Manufacturer narrative:
Date of the reported event is unknown.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy with -7.85 percent. This was discovered while testing. There was no patient involved.